Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting some noise during the anti tachycardia pacing on the rv electrogram. It was also noted that there were oversensing post ventricular pace and during normal ventricular sense. No known physician and facility provided. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).